Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultramini would not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2015 at 7am. The patient manages his diabetes with insulin pump. It is unknown if the patient made any changes to his usual diabetes management regimen in response to the alleged product, as there is confusion between changes made and treatment. The patient claims he developed symptoms of "thirsty and irritable" several hours after the product issue, around noon/lunchtime. The patient alleges taking more food and/or drink on (B)(6) 2015 around noon/lunchtime. No other device was used. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used. The batteries did not need to be replaced, the meter did not turn on with the power button and the correct test strips were being used. The cca was unable to walk through troubleshoot as the patient did not have any test strips. There was no misuse of product. The cca educated the patient on how to turn the meter on and off, and advised that the meter needs to be turned off before testing. The cca was unable to resolve the issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.